Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received regarding the error message, "replace sensor," while wearing the adc device after day 1 of wear using freestyle librelink. As a result, the customer experienced a seizure or a loss of consciousness, however, no third party medical treatment was provided. No further information was provided. Adc customer service attempted to contact the customer 2 (two) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.